Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous proximal circumflex artery. The lesion was predilated and the physician attempted to place a 2.5x16mm taxus liberte' stent but was unable to cross the lesion. The device was removed from the pt and it was noted that the distal edge of the stent was lifted. The procedure was completed with another manufacturer's stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).